Event description:
Reporter indicated that system diagnostics on a vns pt resulted in high lead impedance. The pt had experienced a fall recently, but the treating physician believed that it did not contribute to the event. X-rays were performed and sent to the manufacturer for review. No obvious cause for the high impedance was found. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.